Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An accuracy test was performed at 25 ml/hr. The output weight was 19.897 g, meeting the product specification of 19.1g ¿ 20.9g. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The pump was energized, and it powered up normally to the care level. The pump properly identified various syringes sizes. Set up was completed without incident and it performed infusions per the pump log. Set up to infuse both gentamicin and fentanyl per the log, and the infusions were completed as programed. The customer did not automatically change the syringe state from loaded to unloaded, nor did the infusion rate automatically change from what was programed. The reported condition was not verified. It can be concluded from the report that the pump delivered the medicine at the programmed rate (during the 22 seconds leading to syringe empty alarm) and then during the 1.5 ml flush (over 5 minutes). In a call with the customer on 10/31/2023, they were able to confirm manual priming was done. However, they were not able to confirm the initial amount of fluid in the syringe (expected to be 0.4 ml) or the amount of fluid in the syringe when the user started the infusion (post-priming). To conclude, based on the ehlr, the syringe pump did not malfunction, however, it was confirmed to be device use error (the user failed to clamp the infusion line while loading the syringe into the pump, which may have led to an accidental bolus of the medication, and failed to use the same rate as the primary for the flush following the syringe empty alarm).a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged that a novum iq syringe pump over infused fentayl to an infant of unknown age in a neonatal unit. The medication was prescribed for an emergency situation which required the infant to receive a chest tube. The infusion was set to a fentanyl maintenance dose 5mcg/ml, for a weight of 3.3 kg, to be infused over five (5) minutes; however, it was alleged the syringe was empty after one minute. It was further reported that "the intravenous (IV) set was manually primed with fentanyl in the tubing and that they believed that two doses were received: one from the IV line and one from the syringe". The facility acknowledged that the over-infusion event was related to a "human error" due to "the nurse forgot to clamp the tubing while being connected to the patient". It is believed that the plunger may have been "accidentally bumped before the pump was even infusing and possibly bolused the patient", as a result, ¿the baby required intubation". The event history logs were reviewed and show that a flush was programmed following the syringe empty alarm (1.5 ml over 5 mins). The syringe pump performed as expected when the syringe empty alarm was raised due to the plunger end of travel after 0.024 ml infused, which is believed to have been the volume remaining in the syringe after it was loaded into the pump.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). G1: device manufacturer address 2: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.